Event description:
The complainant alleged that during biomed testing, paddles would discharge only at 360 joules and any setting under 100 joules, not at any energy level between 100 and 300 joules. The complainant indicated that there was no pt involvement during the reported malfunction.